Manufacturer narrative:
The service record was updated, and it was reported that the device was not clinical use when the issue occurred. No patient or user harm reported. The service engineer (se) evaluated the device and reported that the power management (pm) board and motor control (mc) board were replaced, and the issue was resolved. The device was tested and passed. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1104 error code (backup alarm failed). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.